Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had extreme blurred vision and halos after implanting the zmb00 +22.0 diopter multifocal iol (intraocular lens). As a result, iol had to be explanted and replaced with model za9003 +21.5 diopter monofocal iol. Vitrectomy was not performed, but the incision was enlarged and suture was required. The patient was reported doing well when discharged and in stable condition. Visual acuity pre-op (pre-initial implant): 20/50. Visual acuity post-op (post-initial implant): 20/40 2-month post-op. Visual acuity post-op (post-replacement): 20/50 1-day post-op. The account commented that the explanted lens is not available for inspection. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).